Event description:
The pt called lifescan (lfs) in 2005 and alleged that their meter was reading inaccurately high. Medical affairs attempted unsuccessfully to reach the pt by phone for more clinical info. A letter is being sent as a second attempt to reach the pt. The pt reported that their meter was reading inaccurately high and that they almost passed out. Pt reported that they were feeling hypoglycemic and their meter read high. Pt did not provide any specific results. Pt stated that they were taken to the hosp and treated with glucose. It would be helpful to know what was the pt's meter result, what was the amount of insulin taken, what is the pt's medication regimen, and when the pt was experiencing symptoms. The test strips were in good condition and the codes matched. The pt performed two control solution tests, both failed. This case is being reported as a malfunction because both of the control solution tests failed, however, there is no evidence of the meter contributing to a serious injury (no blood glucose results were provided, nor was any other info regarding the event; therefore, there is no indication of a serious injury). A replacement meter has been sent.